Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 228 mg/dl due to an unknown cause. Correction boluses were delivered to address bg. A system check was performed and it was found that insulin was not observed to be flowing out of the tubing indicating a possible blockage within the tubing. After delivering 15 units of insulin; insulin was observed to be flowing consistently out of the tubing. Recommendation was made to consult with their health care provider to discuss diabetes management.